Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, and no additional actions or outcomes were documented.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.